Event description:
A pt was with a bradycardic rhythm was being paced with the device. When one of the staff later checked pt status, the pacer reportedly had shut off and the pacing current was displayed as 0 ma. There were no adverse affects to the pt resulting from the reported discrepancy.